Manufacturer narrative:
The customer is conducting an investigation as a follow-up to "inflammation" that occurred to a patient post procedure. The user facility did not disclose the current patient status or if any medical treatment was administered. We understand the user facility is reviewing all their pre- and post-procedural standard operating procedures. The customer contacted steris asking we perform an evaluation of their equipment in an attempt to rule out the amsco 400 sterilizer as a contributor to the reported event. The user facility did not disclose the specific instruments that were used during the procedure subject of the reported event. Steris is working to conduct inspection of the amsco 400 sterilizer. A follow-up report will be submitted once the inspection is complete.

Event description:
The user facility contacted steris requesting functional testing of their amsco 400 sterilizer.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found no issues with the function or operation of the unit. The technician checked all cycle parameters, ran dart and leak test cycles and found temperature and water pressure to all be within specification. The technician returned the sterilizer to service and no additional issues have been reported.